Event description:
According to the reporter, during dialysis, a catheter cuff was dislocated. The catheter had to be removed as action due to the elevated risk of complete catheter dislocation, bleeding, or infection at the time of removal. On (B)(6) 2024, a new catheter was inserted. No medical intervention/treatment was required as a result of the event. No medications were given to the patient due to the event. No blood cultures were performed. There was no bleeding or infection. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
H6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter cuff was dislocated. The taken action was to remove the catheter and replaced a new one. There was no blood loss and blood transfusion was not required. There was no reported patient injury.